Manufacturer narrative:
The complete introducer sheath with the attached resheathing tool was not returned. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, unreported damage of the coil being exposed, entangled, damaged, and stretched was found. As viewed through the returned packaging, unreported damage of the complete introducer sheath and the attached resheathing tool not being returned was found. Located off the proximal end at 137.5 and 162.0 centimeters is unreported damage of the core wire being kinked. The proximal length of the coil has been stretched. The coil¿s mid-section has unreported knotted damage. The first secondary loop off the ball tip has buckling damage. Due to post procedural handling, cleaning, and packaging, the circumstances of how and when all the above unreported damage occurred cannot be determined. No manufacturing defects were found. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil unable to be advanced into the rhv cannot be confirmed. Without the return of the unidentified microcatheter, the rhv, and due to the following unreported coil stretching and other damage, the non-return of the complete introducer sheath with the attached resheathing tool, and the severe kinking of the coil wire, duplication of the field complaint could be performed, therefore, the root cause of the coils inability to be advanced into the rhv cannot be determined. It should be noted that the coil can be severely damaged and stretched when the coil is pulled through the introducer sheath¿s skive and/or through resheathing tool which occurred in this case. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. In addition, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No corrective action will be conducted at this time. (B)(4).

Event description:
The contact from the facility reported that the deltapaq coil (cdf10041030/c23252) didn't advance into rotating hemostasis valve (rhv.) At the time of initial contact the device was available for return. Product investigation revealed that the coil was entangled and stretched.